Event description:
The first and the second (subject device) coils were successfully detached inside the posterior communicating artery (pcom). However, the aneurysm ruptured after the second coil was implanted. The patient was unconsciousness after the procedure. The physician did not allege any malfunction of any device. No further information was provided.

Event description:
The first and the second (subject device) coils were successfully detached inside the posterior communicating artery (pcom). However, the aneurysm ruptured after the second coil was implanted. The pt was unconscious after the procedure. The physician did not allege any malfunction of any device. No further info was provided.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture and other procedural complications (unconsciousness) are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.